Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that during the internal carotid artery terminal stent thrombectomy surgery, after a thrombectomy by the surgeon they found increased resistance when pushing the stent in the distal section of the microcatheter during the process of delivering the stent again. After withdrawing the stent and push wire, the surgeon found that the push wire was kinked. The vessel was tortuous. There were no patient symptoms. The reported device and any accessory devices were prepared as indicated in the IFU the patient was being treated for ischemic stroke in the terminal of internal carotid artery. Mrs procedure was 2. Nihss baseline was 22 and post procedure was 13. Tici baseline was 0 and post procedure was 2b. IV tpa was not contraindicated. 2 passes were made with the device. Vessel tortuosity was moderate. Stroke onset to reperfusion time was 5 hours. Additional information received that during the operation, the surgeon tried to reduce the resistance encountered by slightly pulling back the microcatheter and reducing the tension. The cause of the resistance was not determined. The surgeon reported that it may be due to the poor hydrophilicity of the main part of the stent. There was resistance encountered in the distal end. Additional information received that the model/lot# of the catheter used was 105-5082-145.